Manufacturer narrative:
(B)(4). Evaluation codes conclusion(s) - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. Upon receipt a visual inspection was performed on the dispoled handle. During the visual inspection it was confirmed that the end cap retainer had previously been "removed" or "tampered with" causing the locking tabs to shear thus allowing for the batteries and led light assembly to fall out if the end cap completely detached itself from the handle. The battery cartridge was not in the handle upon investigation receipt. It is not sure at what point the end cap was tampered with and the locking tabs sheared off. The complaint has been confirmed, however root cause cannot be determined since it cannot be determined where or when the end cap was tampered with. The attached picture shows two bright green spots on either side of the battery cartridge extension. These two bright green spots mark where the locking tabs were before they were sheared off by twisting the end cap. The complaint has been confirmed, however root cause cannot be determined since it cannot be determined where or when the end cap was tampered with. No further action required.

Event description:
The customer alleges that the bottom part of the handle was not secure. Therefore that battery was not getting a solid connection and no light was coming from the blade. No patient injury reported.